Event description:
Needle breakage. Customer reports that needle breakage occurred during a subcuticular closure. Needles broke in the needle holders and were retreived. There are no reported adverse consequences to the patient related to this incident. Note: outcome to patient does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.